Event description:
It was reported that during a ptca procedure, the balloon winged and would not fit back into the guide catheter. The entire system was removed without incident. No pt injuries or complications occurred.